Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device used during in-home pediatric care displayed consistently low pulse oximetry readings during use. The unit was reported to read 5¿6 points lower than another device when the pediatric patient was connected to both monitors at the same time. Discrepant spo2 values were also reported, with a reading of 91 at home and 96 at the hospital while using the same pulse oximeter. It was reported that no alarm occurred when the low readings were observed. The sensor was changed regularly, sometimes daily, in an attempt to isolate the issue to the monitor. There was no patient injury.